Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 182 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.